Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer's blood glucose. Reportedly, the customer was sent replacement charging supplies but declined a follow up to confirm the issue had been resolved.